Event description:
It was reported that the patient was on a high dosage of prialt at 4.9993mcg/day after a recent pump implant surgery. The patient stated that he was given "too much medication" and was unable to walk or talk properly. A blood patch was given after surgery to replace the volume in the epidural space. On (B) (6) 2010 the dosage was lowered to 1.2mcg/day and the next day was lowered again to 0.6 mcg/day. The patient's "issues" had resolved and the patient was discharged from the hospital four days later. It was felt that the events were related to the prialt that the patient was taking. On (B) (6) 2010, the dosage was increased to 1.2mcg/day and the patient was said to be doing "fine." The patient was also taking oral methadone and percocet and had a fentanyl patch. The medications being delivered via the device system were bupivicaine and prialt.

Manufacturer narrative:
(B) (4).